Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer woke up to the beeping and is unable to clear the alarm. Customer's blood glucose level was 108 mg/dl. Customer reported she was sleeping, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.